Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported general complaint on unable to resolve over/under infusing. Under and/or over-infusions (both syringe and lvp). Both investigation non-chemo therapy and chemotherapy infusions. 399 ml detected by pump vs 346 ml expected volume. Investigational drug- unknown. This was mentioned in the 'infusion pump safety initiative' document. There was no information on patient involvement.